Event description:
It was reported that the gastrointestinal videoscope had dark lines in the image. The issue occurred during a diagnostic colonoscopy procedure. There was no patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.